Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the pump was not returned to mmdg, no investigation could be performed. A DHR review was completed, and found no non-conformances or issues.

Event description:
The initial reporter stated that the platen door on the pump was "slightly elevated". The initial reporter did state that this occurred during testing and there was no patient involved. (B)(4).